Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a thoracic aortic dissection that turned to a thoracic aneurysm which ruptured. The vessel morphology was reported as unremarkable. It was reported that the pt was initially treated emergently for a dissection that turned into a thoracic aneurysm and the aneurysm ruptured, prior to stent graft placement. The stent grafts were implanted without issue approximately 1.5 months ago and at the end of the procedure, there were no issue. The pt was still in the hosp and had a f/u CT scan which revealed a distal and proximal type 1 endoleaks (see MFR # 2953200-2009-01822 and MFR # 2953200-2009-01823). The physician elected to treat the pt with two thoracic stent grafts. One graft deployed proximal and distal. The physician knowingly covered the left subclavian artery and so the pt had a carotid to carotid bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Required intervention. Endoleak. Pre-operative dissected and ruptured thoracic aorta. Device was used to treat a pre-operative dissected and ruptured aorta.